Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device confirms the reported event.

Event description:
It was reported that the fb ps size 6 articulation surface broke when trying to dislodge it with trial extractor. No surgical delay. All pieces were retrieved.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.